Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio = 7.5 repeat = 4.7. Patient self tester's therapeutic range: 2.3-3.0.

Manufacturer narrative:
Investigation pending.